Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was having a burning sensation while stimulation was running. It was noted that there were high impedances on the leads. The patient was reprogrammed however, symptoms were back when changing posture. An x ray was taken and showed a slight migration of the leads. All device components were explanted and were not returned.